Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a craniotomy procedure one screw could not be inserted in the patient's bone. The surgery was completed using another self drilling screw of the same size and a manual screwdriver. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the screw (part# 95-6104, lot# unknown) showed signs of moderate wear, including a fractured tip. The screw was functionally tested by using a 1.5mm blade and driver to drive the screw into a block of white oak wood. The screw did not insert into the wood block easily, therefore the complaint is confirmed. Another functional test was conducted on the screw to check the screw's retention. The screw was placed on the blade + driver assembly and held by a pair of forceps. The screw was able to support the weight of the blade and driver. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to excessive force during insertion. The instructions for use (IFU) for this screw states in the section titled 'warnings': intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws. The IFU also states in the section titled 'bone screws': excessive torque can cause the screw to fracture. Self drilling screws may fracture, bend or break if used in a bicortical application. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.